Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 500 mg/dl. Customer alleged cause of event may be due to the infusion set. Pump system check with tandem technical support found the pump was performing as intended. No issues were identified with the infusion set. Reportedly, customer administered an insulin injection to address bg. Recommendation was made for customer to discuss event with a healthcare provider.